Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the moderately tortuous and calcified middle right coronary artery. A 3.00x20mm promus element stent failed to cross the lesion. The promus element stent was removed and proximal stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).